Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral hypertrophic scar and anisomastia postoperatively. The patient states that her surgeon suggested her to undergo a revision surgery for the scarring and inadequate size breast implants (the implants are too large for the patient). One of her breasts has darker and wider scarring, and the other breast has scarring entirely. The patient states that she has keloid scars. In addition, one of her breasts appears larger than the other breast. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.